Event description:
Two endeavor sprint rapid exchange (rx) drug eluting stents were implanted during the index procedure; one in the proximal lcx and one in the distal lcx. Approximately 18 months post the index procedure the patient the patient had a revascularization in the proximal lcx due to restenosis after previous ptca. The patient was asymptomatic/ free of symptoms at the 30 day, 6 month, 1 year, 1.5 year, 2 year and 2.5 year follow ups. Approximately 31 months post the index procedure the patient was admitted to hospital due to gastrectomy (cancer) and the antiplatelet therapy was stopped. The patient suffered an mi and pneumonia and after developing sepsis with multi organ failure the patient expired. Ref MFR# 9612164-2012-00019, 9612164-2012-00020.

Manufacturer narrative:
(B)(4): evaluation, results: inherent risk of procedure (mi, death).